Event description:
The recipient experienced an infection. The recipient's device was explanted. Revision surgery is being considered.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.